Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when the surgeon fired the two (2) reload, it did not form staples on the distal end resulting to incomplete staple line incomplete distally. The surgeon then had to suture both the staple line to resolve the issue in order to complete the case.